Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Necrosis of femoral head post-op. This case is from health authority. It was reported that right total hip arthroplasty was performed in 1997. The patient felt painful in the right hip after walking. Bilateral hip x-ray suggested the possibility of the right hip prosthesis loose. The patient was given the right total hip revision under general anesthesia the soft tissue around the implants was filled with gray-black abrasive inflammatory pseudotumor, and the polyethylene cup prosthesis was severely worn, loosened and had bone defect. The patient recovered well postoperatively